Event description:
The device was being utilized for placement of a perfusion catheter in the area of the bifurcation of the circumflex artery and upward. Following the procedure, attempted manipulation of the wire guide was not successful. The wire guide was then withdrawn at which time tip separation was noted on the monitor. The physician was unable to snare the segment with a retrieval loop. The pt was transferred to surgery for removal of the segment and CABG of the rca.